Event description:
Customer reported that the sensor gave inaccurate readings. When the blood glucose reading was 45 mg/dl, the sensor read 109 mg/dl. She stated that she experienced a low that rendered her unconscious and that she treated with food and soda. The blood glucose reading had been 38 mg/dl. She also reported that the blood glucose fluctuated and that she had a low of 65 mg/dl after treating with 5 glucose tabs. She stated that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.